Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the "inoperable keypad" caused by a failed keypad. The device was also found to have a delayed keypad response due to a failing processor printed circuit board. The failed keypad and processor printed circuit board were both replaced.

Event description:
It was reported that a spectrum infusion pump had an inoperable keypad. It was also reported that there was no patient injury.